Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the fill estimate was static. As the event occurred in the past, tandem technical support was unable to troubleshoot to confirm reported issue. There was no reported impact to customer's blood glucose.